Event description:
Patient said in today because he must use 4 to 5 pn to complete 1 injection. He has been using droplet for 3 months, and used other brand previously. He stated that during the injection, the pen will just stop dispensing the insulin resulting in the patient having to not only switch pn several times but, stick himself more than once. He stated this happens often, but could not provide a certain amount. The patients' blood sugar registers high since using this product, which is unusual for him, as this never happened with other brand. Patient does not reuse pn, and they are not bent in any way when they are removed.